Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number:(B)(4).

Event description:
It was reported that the surgeon was doing a middle ear surgery on a patient and realized when he had finished that the tip of the instrument was missing surgeon then flushed out the ear with saline to flush it out. Part still missing patient has been made aware. Due to the fragement remained in situ a report is required.